Event description:
The hosp reported that during a coronary artery bypass procedure, three heartstring failed to load as the seals remained inside of the loading device. A replacement device was used to complete the procedure. The hosp did not report any pt effects. Refer to MFR report # 2242352-2013-00208 and 2242352-2013-01270 for the related reports.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage and no evidence of blood. Visual inspection determined that the delivery device was returned outside of the loading device. The tension spring, the seal and the anchor tab were in the body of the loading device. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).